Event description:
It was reported that while using two surgical fibers during a prostate procedure, the fibers continuously timed out (at 214,951 and 323, 469 joules respectively) and a system message was received to clean the fiber. The procedure was completed using a third surgical fiber. Patient outcome: "good"; there was no injury reported. This report is for the second surgical fiber used.

Manufacturer narrative:
The component codes for fiber and cap refer to the results code for thermal problem. Fiber analysis: the fiber was found to have a radial fracture of the glass cap distal to the fiber/cap fusion zone at the bevel. Severe burnt detritus on the metal cap and severe devitrification of the output window were also observed. Both caps remain attached. The identified fiber cap issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward firing condition of the side-firing surgical fiber. The probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical procedural factors encountered during the procedure.